Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they met with patient at physician's office and interrogated device. Electrodes 8-14 show out of range impedances >10000 ohms, patient does not feel coverage on left side. Surgical lead revision requested by patient at managing physician's office. No further complications were reported/anticipated.

Event description:
Additional information was received from the rep. It was reported that cause was not determined. The provider recommended replacement of battery and leads however, no date has been scheduled for a revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep), regarding patient's implantable neurostimulator (ins). It was reported that patient was in a car accident approximately 2 months ago and since her accident she feels as though the device has been shocking her in her legs and that the generator is ¿sticking out¿. Patient is scheduled to meet with a rep at her doctor¿s office on 12/18/2018. The issue was not resolved at the time of the report. Patient's weight was asked but unknown. No further complications were reported/anticipated.